Event description:
It was reported that the drain bag tubing kinks off on itself. Stated that it felt like the tubing had different quality and appeared flimsy and more malleable. Also when kinked it would drain slower.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used meter bag with inlet tubing. Visual inspection of the sample noted that the inlet tubing was kinked above the meter, reducing the diameter to by half.. The device specification could not be found as the product identity was unknown. A potential root cause for this failure could be ¿incorrect assembly operation/ components placement / accessories¿. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: d,f,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing kinks off on itself. It does not occur all the time, but when it does it feels the tubing has different quality. It appears flimsy and more malleable.